Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event. The issue was found during testing. Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issues. In the event history log it could be seen that the pump had a high pressure alarm and no disposable alarm message. The downstream occlusion sensor will be replaced as a preventative measure but these issues were unable to be replicated by analysts. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a double there were no adverse events reported.